Event description:
It was reported that the patient developed a pocket hematoma. During the pocket revision, the pulse generator got fried by electrocautery, after which it exhibited no output and went into bvvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the pulse generator was in backup operation due to electrocautery exposure.